Event description:
Customer reported that three staff members have seen physicians due to complaints that may be associated with the shaking motion used in re-suspension of the palatelet product obtained via amicus blood separator. The reporter indicated the center is investigating other things associated with the employee work and personal life style that maybe contributing to this response. One employee has been seen by the center physician who indicated symptoms to be similar to that of tendonitis. The physician sent the tech to a physical therapist. The therapist will be video taping the staff member at work to determine possible contributing causes to the discomfort. The second employee went to their personal physician who did not restrict their work activity, but no "mixing" for ten days, and provided an anti-inflammatory. No specifics are available on the third employee at this time. This report is being filed due to the one employee receiving an anti-inflammatory.